Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. Reportedly, one cartridge was filled while on the pump. The customer's blood glucose level ranged from 172 mg/dl to 160 mg/dl. Reportedly, the customer loaded a new cartridge to address the event.